Event description:
Customer alleges false positive troponin (tni) results with meter: on (B)(6) 2012: testing was performed with whole blood. At 6:05 draw tni <0.05, 7:09 draw tni 0.42; sample repeated later at 10:30 tni <0.05. Approximately 9pm draw tni <0.05. Pt was not admitted, diagnosis was rib pain. Customer uses 0.4 as tni cutoff.

Manufacturer narrative:
In house testing of cardiac w49735 with 29 normal (apparently healthy) whole blood donors resulted in all values <0.10ng/ml. No false positive or elevated result was observed. As of (B)(4) 2012 there are 4 complaints against this device lot, one addressing tni. No product deficiency was established. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. No corrective action required at this time as no product deficiency was established.